Manufacturer narrative:
Concomitant products: dtmb1d1 crt-d, implanted (B)(6) 2018; 693565 lead, implanted (B)(6) 2021. Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had muscle stimulation from the left ventricular (lv) lead. The lv lead exhibited a loss of capture and it was also noted that there was insulation damage near the lead pin. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.